Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that one instrument had damage to the gripping part while the other instrument was bent. There was no patient involvement.

Manufacturer narrative:
G2: foreign country - japan h3, h6: the 9734734 tracker, lot number: 210929 was returned to the manufacturer for analysis. There was physical damage and pieces were broken. Post #1 was broken off and missing from the returned tracker. Otherwise, with markers attached and fully seated, the tracker displayed a good geometry error with normal tracking. The tracker also accepted known good instruments without issue. The tracker was dented, nicked, scratched, and bent. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: updated d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.